Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "on their third case using their calculase iii the screen froze and could not be reset by their team forcing them to abandon the procedure and then move the patient to a nearby facility for treatment.", could be confirmed. Upon closer inspection, it was determined that the front module (broken display) is defective. Caused by the user (falling damage already reported by customer). This should have been noticed before the operation. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a veterinary procedure (information of case date or type was not provided), the device screen froze and could not be reset by the team forcing them to abandon the procedure. The animal patient was then moved to a nearby facility for treatment. No further information was provided.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).